Manufacturer narrative:
This report is submitted on july 01, 2022.

Event description:
Per the clinic, the patient experienced an infection at implant site. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient underwent a surgical procedure to clean the scar on (B)(6) 2022, and was treated with oral antibiotics (specific date and duration not reported). This report is submitted on september 23, 2022.